Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during placement of the mayfield modified skull clamp headrest (a1059), it did not hold while locked, the surgeon noted difficulty tightening the device, and at the end of the procedure, upon removal of the surgical drapes, the surgeon observed a 5 cm wound of the left parietal scapula (at one of the headrest fixation points) requiring suturing. There was approximately 20 additional minutes of surgery.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the customer's statement is confirmed as valid after evaluating the device. The inspection of the skull clamp shows the skull clamp has a loose swivel lock and a residue buildup is present. It has rotational movement in its swivel lock assembly; therefore, there is no proper fixation of a skull. The small parts of the rocker arm (washers, nut and garder screw) must be replaced due to wear. The index knob is damaged and needs to be replaced, and the bearing balls cannot be removed from it - this means that the floating ratchet cannot move properly inside. To resolve the issues, the skull clamp's internal parts were replaced to adjust the unit according to manufacturer specifications and to clean the skull clamp's swivel lock assembly. After completing the reassembly, including the adjustment, the skull clamp was subjected to a successful function test to meet manufacturer specifications. Root cause - the complaint is confirmed via inspection of the unit. The skull clamp had a loose swivel lock with residue buildup present; the index knob was damaged, and the unit needed replacement of worn and damaged parts. The probable root cause is routine wear and rough handling of the unit. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.